Event description:
It was reported that a spectrum infusion pump alarmed system error 105. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). The device was not returned to baxter and an eval was performed. The eval confirmed and reproduced the reported symptom " 'system error 105' alarms," determined to be caused by a failed motor. The failed motor assembly was replaced.